Event description:
This right ventricular (rv) lead was surgically abandoned due to high pacing thresholds. It was noted that the thresholds had gradually increased. A new rv lead was successfully placed. No additional adverse patient effects were reported.